Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the healthcare provider (hcp). They confirmed the issue was not premature depletion. They stated that while rather quick it is not outside what has been seen other cases of batter lasting on years. They confirmed patient was implanted (B)(6) 2023. Actions/interventions taken to attempt to resolve implant depletion included trying having therapy off at nigh; the patient could not tolerate. The issue is not resolved at this time and replacement is anticipated at a futured date.

Event description:
It was reported that a patient with a deep brain stimulation implantable pulse generator (ipg) received a notification that the battery had less than three months of life remaining, which was perceived as premature battery depletion. The patient expressed astonishment at the unexpectedly rapid battery depletion. The patient had not used the controller for some time and was unsure of the exact duration of battery use. They were advised to consult their healthcare provider for further evaluation and mentioned they had an upcoming appointment with a neurologist. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.